Event description:
Use of provent sleep apnea product - have used. I have recently started using your product. Since I started using provent (standard) over the past 12 days have noticed an extreme difference in easy of exhale through my nose to a greater resistance in exhaling. My concern is quality control - fact each night's use of a sealed provent pac over the past two weeks has come from the same 30 day package labeled with lot number # 31536 s07, with an expiration date of 2015-01 and labeled standard resistance sr. I believe we all know how important breathing is for us with sleep apnea. I have a 90 day supply of defective items mixed in with correctly produced items. Please provide me with guidance as how I should proceed in use with the remaining 2 and half months all from the same lot number. I have included the supplier on this email, and will also contact FDA. Really don't know which of the products is providing me with the correct pressure while sleeping. Provent sleep therapy - standard resistance - single use only lot # 31536 s07, serial number (B)(4). Days of use (B)(6) 2013. One use only, daily, nasal.